Manufacturer narrative:
Associated with rr #: (B)(4). The event is reported at this time based on additional information received indicating that the patient injury could possibly be related to the react-68 catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that per medtronic assessment there was an embolization in a new territory possibly related to the procedure and study devices. The condition being treated was an ischemic stroke in the right mca-m1. The patient's mrs baseline was 0 and procedure was 3, their nihss score baseline was 15, post-procedure was 3, and their tici score baseline was 0, post-procedure was 3. The IV tpa was not contraindicated. Two passes were made with the device. The patient's vessel tortuosity was unknown. The patient's stroke onset was 7:45 on (B)(6) 2021 and reperfusion time was 12:09 on (B)(6) 2021. There were no patient symptoms or complications associated with the event. Additional information was received indicating the patient was recovering at the time of the report. It was also reported that per the medtronic assessment, the event was possibly related to the procedure and the study devices. Additional information received reported that core lab imaging showed new acute ischemic infarction in the primary unaffected vascular territory of the right posterior cerebral artery. Additional information received reported the event of new acute ischemic infarction in previously unaffected vascular territory resulted in patient disability. The event had a causal relationship to the patient disease under study and was possibly related to the solitaire, the react-68 catheter, and the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that new acute ischemic cerebral infarction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported cerebral infarction in unaffected vascular territory.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) 2022 cec adjudicated event term as cerebral infarction in downstream vascular territory as causal relationship to procedure not related to any study device. Corelab identified new acute ischemic infarction in primary unaffected vascular territory r-pca.